Manufacturer narrative:
UDI: (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32,50cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing severe pain in his side and his back after the procedure. The physician did not believed that the pain was device or procedure related and was not sure what caused the pain. The patient was prescribed steroid.

Manufacturer narrative:
Additional information was received that the reported pain was procedural. The patient was doing well.

Event description:
A report was received that the patient was experiencing severe pain in his side and his back after the procedure. The physician did not believed that the pain was device or procedure related and was not sure what caused the pain. The patient was prescribed steroid.